Event description:
The complaint was reported as: the customer alleges that the blades are stuck on the handle. They will not come off or disengage. The alleged defect occurred prior to patient use.

Manufacturer narrative:
The device sample was received by the MFR, but the investigation is incomplete at the time of this report. A device history record review could not be conducted since the lot number was not provided.